Event description:
It was reported that the patient received inappropriate therapy previously as the right ventricular (rv) lead had exhibited t-wave oversensing (twos). The lead was reprogrammed to adjust for twos, but now the lead was undersensing the r-waves and the patient was not feeling well. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.